Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that on (B)(6) 2017, the patient presented with a nearly depleted implantable neurostimulator (ins) as the device was at 2.54v; premature elective replacement indicator (eri) was reported. Upon interrogation, a short was discovered on channel 2 of the right side extension. The impedance values were noted as following: 8 <(>&<)> 9 = 20 ohms; 8 <(>&<)> 10 = 19 ohms; 8 <(>&<)> 11 = 20 ohms; 9 <(>&<)> 10 = 20 ohms; 9 <(>&<)>11 = 20 ohms; 10 <(>&<)> 11 = 20 ohms. During the visit, the patient noted having 2 falls starting 6 months ago with one being quite large that was approximately 3 months ago; some of their symptoms began returning on the left side of their body one month later. The manufacturer representative (rep) inquired as to why the ins depleted so quickly. An exploratory surgery was performed with a multi-lead screening cable that identified the extension as being the cause of the short; the cranial lead impedances were within normal range. Both extensions and the implantable neurostimulator (ins) were replaced on (B)(6) 2017 and the issue was resolved. No further complications were reported/ anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) revealed no significant anomalies. The output and telemetry were acceptable. There was good stable output on the electrode pairs the ins had when it was received. Analysis of the extensions (s/n (B)(4)) revealed no anomalies. It is noted the codes listed are now applicable to the event. The method codes, conclusion code, and result code are applicable to the ins (s/n (B)(4)) and the extensions (s/n (B)(4)).

Event description:
Additional information received reported there were two falls involved with the event. One occurred about 6 months after implant and the second 2-3 months later, with the onset of symptoms starting one month after the second fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.